Event description:
A single universal joint (01-3215) was connected to each distractor with a 2 inch solid shaft extension connected to the universal. Both universal joints have disconnected from the device. Additionally the pt has had a previous le forte iii surgery and has significantly increased soft tissue tension. For the revision surgery in 2001 new universal joints were attached to the distractor and the solid shaft extensions were replaced with flexible shaft extensions.